Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a harmony transcatheter pulmonary valve replacement (tpvr) and right pulmonary artery angio plasty with stent. The procedure was complicated by the re-opening of a waterston shunt one day after the tpvr implant, which required coil occlusion. This intervention necessitated a platelet transfusion, leading to thrombocytopenia and the inability to add an an tiplatelet medication. Approximately one year and five months later, hypo-attenuated leaflet thickening (halt) was observed on the harmony valve leaflets. The patient reported increased shortness of breath when walking and required more frequent paracentesis, occurring weekly rather than every 2-3 weeks. Contributing factors included patient anatomy and the re-opening of the waterston shunt. Additional information was received that per the physician, the halt contributed to the associated patient symptoms previously reported. An echocardiogram was performed approximately one year and five months following the valve implant and revealed an elevated gradient of 62/39mmhg, moderate-severe stenosis, and mild-moderate pulmonary regurgitation. Subsequently, a non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a harmony transcatheter pulmonary valve replacement (tpvr) and right pulmonary artery angioplasty with stent. The procedure was complicated by the re-opening of a waterston shunt one day after the tpvr implant, which required coil occlusion. This intervention necessitated a platelet transfusion, leading to thrombocytopenia and the inability to add an tiplatelet medication. Approximately one year and five months later, hypo-attenuated leaflet thickening was observed on the harmony valve leaflets. The patient reported increased shortness of breath when walking and required more frequent paracentesis, occurring weekly rather than every 2-3 weeks. Contributing factors included patient anatomy and the re-opening of the waterston shunt.

Manufacturer narrative:
Image review: the perimeter plot reflects magnetic resonance imaging (MRI) measurements - MRI sizing is not validated. The small right pulmonary artery measures 6.8 x 13 mm. (B)(6) 2024 computed tomography (CT) (approx. 5 months post implant): right pulmonary artery stent and the harmony device appear to be securely positioned with no obvious thrombus or thickening and normal functioning valve leaflets (B)(6) 2024 CT (approx. 1 year 1 month post implant): images consistent with thickened device leaflets and thrombus in the distal valve housing of the harmony tpv. The smallest outflow portion of the device measures 14.1 mm. CT post implant images reviewed. Imaging from (B)(6) 2024 reflect narrowing within the valve housing consistent with thickening or thrombus. Echocardiogram images not provided to confirm stenosis and regurgitation values. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.